Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandmother reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and 380 mg/dl which was treated with insulin pump. The customer's low blood glucose level was 40 mg/dl which was treated with carbohydrate. Customer declined to troubleshoot for high and low blood glucose. Customer stated that the auto mode feature was active at time of the event. Customer stated that the insulin pump screen was hazy and hard to see. Screen was saturated face and the outer layer was peeling off. The insulin pump's retainer ring was cracked and broken. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. The device will not be returned for analysis.